Event description:
The patient contacted animas on (B)(6) 2012 to report that he was getting the wrong basal rate due to time being incorrect on the subject pump. The patient reported obtaining a high blood glucose (bg) over 500mg/dl at an unspecified time prior to calling animas. The patient denied developing symptoms suggestive of hyperglycemia with the high bg. The patient claimed he treated the high bg with syringe and at the time of the call with customer support his blood glucose had decreased to 315mg/dl. At the time of troubleshooting, it was confirmed that the pump was set to the incorrect time and date. It was noted that the pump date/time were not set to default settings or that it was 12 hours off. At the time of the call, the patient disconnected from pump and removed and reinserted battery. The patient confirmed the date and time did not reset to default values. The patient initially mentioned he did not know why the time/date settings were incorrect; but later mentioned he changed the date and time and was use error. The patient declined to further review and troubleshoot the elevated bg excursion as he attributed the high bg to receiving the incorrect basal rate due to date/time being incorrect. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2013 with the following findings: black box review contain no information from the reported failure date, it was overwritten due the continuous use of the pump. Total daily insulin deliveries add up correctly and reflect the user's programmed basal rates. No meter returned with the pump. Pump powers up normally and pairs with a test meter successfully and the system ran for 24 hours, no alarms occurred during testing. Periodic boluses were executed using "normal", "ez-carb", "ez-bg", and "combo", history recorded accurately boluses and primes information on the correct time and order. The pump passes a 29 hour flow accuracy test and found to be delivering within specifications. Opened the pump, no damage was found to the force sensor circuit or on the power circuit. No moisture ingress found inside the unit.